Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) due to recurring incontinence caused by a potential fluid leak in the balloon. Upon procedure, the balloon was removed and it was found that there were no issues with it. The physician determined that the cuff was too large for the patient and that's why the patient experienced the recurring incontinence. The original cuff was replaced with a smaller one and there were no additional patient complications reported.